Event description:
Attorney's report to patient's alleged pinching sensation that radiates down both leg, difficulty lifting, certain movements cause an increasing pain.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.